Manufacturer narrative:
The investigator assessed this event as not related to the lv lead. As this was solved by changing the lv lead programming, it was not considered as a problem with the lv lead. The implant date was also corrected to (B)(6) 2018. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approximately 41 cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection showed a deformed insulation approximately 43 cm distal to the is4 connector pin. In that section, the conductor coils to the ring electrodes and to the lead tip were found fractured. These broken contacts were confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The visual inspection revealed the ligature marks approximately 41cm distal to the is4 connector pin. Abrasion marks were found along the lead body. Further inspection showed a deformed insulation approximately 43cm distal to the is4 connector pin. In that section, the conductor coils to the ring electrodes and to the lead tip were found fractured. These broken contacts were confirmed during the electrical analysis. Thus the stimulation impedance could not be measured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, cuts in the insulation were observed which occurred most likely during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient went to the emergency department due to a home monitoring alert related to lv lead impedance value. Additionally, the patient suffered from dyspnea and was diagnosed with chronic heart failure. Physical examination, blood test, ECG and thoracic x-ray were done for diagnostic reasons. Seguril was given for a week and the device was reprogrammed. The lv lead impedance was out of range progressively for each of the electrodes. The lead was removed on (B)(6) 2019 and a new one was implanted.